Event description:
There was no reports of an injury or death. The customer reported the save function was inoperable.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and put back into service.